Manufacturer narrative:
Patient's age, weight not provided. Customer cannot be contacted.

Event description:
As per complaint (B)(4) a dental implant displayed a failure of osseointegration and the implant was explanted. There was 1 patient involved in this event.

Manufacturer narrative:
Correction to h6 method, results, conclusion codes.